Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl result in the risk stratification range for one patient generated by the unicel dxc 600i synchron access clinical system. The sample was repeated and normal reference range result was obtained. The elevated result was submitted out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The sample was aspirated from the primary collection tube for testing. Qc was within the customers established ranges pre and post the event. A bci field service engineer (fse) replaced hardwares on the unit. Fse also performed a system check, carryover, and high sensitivity system check and all tests met specifications. A clear root cause is undetermined for this event.